Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient coded during the scs system implant surgery on (B)(6) 2016. Reportedly, the lead and pocket site incisions were made and 15 minutes into the surgery the patient coded. No products were implanted and the patient was taken to a nearby medical center. The patient condition is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up identified the patient passed away after being in the hospital for approximately four days.